Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received that the reason for revision was to obtain additional coverage.

Event description:
A report was received that the patient will undergo a revision or replacement of the ipg for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a revision or replacement of the ipg for unknown reason.

Event description:
A report was received that the patient will undergo a revision or replacement of the ipg for unknown reason.